Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was failed and not detected on bus. A field service engineer (fse) shut down the pyxis station, opened the back of the main unit, and removed full height drawer 5 for inspection, reseated the cables and noted that the retractor band was worn, replaced it and reinstalled the drawer, logged into the hardware test application (hta), successfully opened drawer 5, popped open all lids, and released and reinserted multiple cubies, then rebooted the pyxis and returned to the application. The customer retrieved new full height cubie drawers, and fse installed the new cubies into drawer 5 before reloading all medications. Four items were controlled medications, and fse explained that the cii safe compare report may show related transactions but that the unload/reload activity should reconcile correctly. The customer was able to load all medications back into drawer 5 without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 from main pyxis was shown as not detected on the bus and the issue could not be resolved. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.